Manufacturer narrative:
No product will be returned per customer. A picture of the set with a circle around the non-dehp tubing and nac-y inlet port appeared where the leaked occurred. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an IV push, it was noted that the tubing leaked. The nurse stated that she had previously believed that the leak was caused by the syringe not being correctly attached, however, upon inspection of the tubing, the nurse found that the fluid was coming from the underside of the port where the tubing enters the port chamber, not at the attachment end. There was no report of patient harm.